Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 250mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.